Event description:
The hcp reported that the pt expired; cause of death unk. The pt was receiving lioresal via the drug delivery system. Several attempts have been made without success to determine the cause of death.